Event description:
The user facility reported that the guiding sheath became separated during a renal artery intervention procedure. Follow-up communication confirmed that: resistance was encountered during the procedure due to the patient's scarred and calcified cfa access site; reportedly, the separation of the device occurred when the physician ¿attempted to torque the catheter;¿ the physician stated that the separation was due to the ¿patient's anatomy and vasculature;¿ the initial procedure was completed successfully; and the patient was reported to be ¿stable¿ following the procedure.

Manufacturer narrative:
(B)(6). Results: is based upon evaluation of user facility information and device photographs; is based upon evaluation of reserve samples. Conclusions: is based upon evaluation of user facility information and device photographs; is based upon evaluation of reserve samples. The involved device was not returned for evaluation and the lot number is not known. Therefore, the failure investigation consisted of evaluation of user facility information, a photograph of the involved sample and reserve samples from the reported product code. Review of user facility information and a photograph of the involved sample could only confirm that the inner and outer plastic layers of the sheath had become separated in several locations exposing the inner coil wire. In addition, the coil wire appeared to have been stretched and in one location was completely separated. Examination of the reserve samples confirmed no evidence of abnormalities or defects. Testing of the reserve samples confirmed that performance specifications were met. Although the exact cause of the event cannot be determined based on the available information, the photographic appearance of the involved sample is consistent with the sheath having been damaged as a result of continued attempts to manipulate the device against resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).